Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the returned product was visually inspected, and a cannula kink was observed. The cause of the delivery issue was most likely a tight aortic arch patient condition resulting in a cannula kink. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. A kink was found in the device via an x-ray. Repositioning was unable to resolve the issue. Therefore, the impella cp was explanted and replaced with a new impella cp. The patient survived the procedure.